Manufacturer narrative:
Product complaint # (B)(4). Patient identifier: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the membrane study, a 54-year-old male (subject (B)(6)) with a medical history of cardiac arrhythmia, chronic alcoholism, congestive heart failure, hypertension, being a current smoker, and valve disease/dysfunction underwent middle meningeal artery (mma) embolization of a left frontal subdural hematoma (sdh) on (B)(6)2022. The patient was randomized into the non-surgical medical management (nsmm) and mma embolization cohort of the study. His baseline markwalder grading scale (mgs) score was 1 and his modified rankin scale (mrs) score was 2. The sdh thickness was 10.3 mm and volume 42 ml. The mma embolization study procedure was performed on (B)(6) 2022 via right radial access. A cerebase guide sheath or an envoy guide catheter (da or gc) was used during the procedure, but not entered into the device log in the crf. A headway duo (microvention) microcatheter was used during the procedure, but n-bca was not injected into a blood vessel beyond the tip of the microcatheter since the physician was unable to obtain access target location. During the procedure, the patient experienced vasospasm of the external carotid artery (eca). The time of onset, time of resolution, and treatment were not entered into the crf. In the opinion of the treating physician, the embolization was not successful since they were unable to access the middle meningeal artery (mma).

Manufacturer narrative:
Product complaint # (B)(4). The additional information was received confirming that a cerebase guide sheath or an envoy guide catheter was not used during the procedure. Therefore, the previously adverse event of "arterial spasm" does not meet regulatory reporting criteria.